Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital - (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient went to CT and now they cannot get the arctic sun device to start. It primes and stops. Discussed potential for pads to become damaged in CT. They will replace and send these to the point person for investigation (picu desk). Pads ngkw3188. Per follow up information received via phone on 06apr2026, spoke with them who confirmed pad retention and requested a box be sent to the picu. A new pad was used on the patient.